Event description:
Caller tested 2.3 inr on the coaguchek xs system while a comparison lab returned as 1.5 inr. No treatment or changes to medication required. No adverse event reported. Requested return of suspect system and replacement was sent. However, the customer no longer has any strips left to return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.